Event description:
Healthcare professional (hcp) reported injected patient with juvéderm® volux¿ 1 ml injected per side in the mandibular angle. Approximately four months later, patient came with edema for 4 days, concomitant with dental discomfort in the lower wisdom teeth. Palpation of 2 inflammatory indurations. Hypothesis following the x-ray noted inflammatory reaction on vycross following a dental infection, deemed not related to the device. Approximately 11 months later, following a urinary infection (deemed not related to the device), patient returned with a very large inflammatory reaction again at the mandibular angle. Patient was prescribed antibiotics and prednisone. Approximately a month later, patient was treated with hyaluronidase (2 vials). Hcp felt adhesions at the mandibular angle. Crystals came out of the pre-hole once the hyaluronidase was injected. 2 weeks later, patient comes back with another granuloma. Biopsy was not provided. 1 last vial of hyaluronidase is injected and to compensate the asymmetry 2 ml of unknown product are injected. Following a month later, there is still some asymmetry and another 1ml of a competitor product is injected.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The events of dental infection and urinary tract infection, deemed not device related are considered an unexpected adverse drug experience.